Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon was initially inflated to 12 atmospheres for 40 seconds. However, upon second inflation at 18 atmospheres for 50 seconds, the balloon ruptured. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.